Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. The customer stated his insulin had been coming out in a stream rather than in drips during prime. He stated this has happened the last 3 or 4 times he has primed his insulin pump. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.